Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, the reported unintended movement (clip opening while locked) appears to be related to normal function of the device and due to settling of the clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging throughout the procedure. An xtw clip (31108r1040) was inserted and grasping was performed. Grasping was noted to be difficult. After a few attempts, the leaflets were able to be grasped and the clip was deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing damage to the anterior leaflet. To stabilize the slda, an additional xtw clip (31108r1035) was inserted. The clip was successfully deployed on the tricuspid valve, but after deployment, it was observed the clip opened roughly five degrees. An additional clip was then implanted to help stabilize the second xtw clip, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.